Event description:
Health professional reported injecting a patient in the upper lip with 1 cc of juvéderm vollure¿ xc. Half an hour after leaving the office, the patient experienced ¿bruising/blanching¿ at the injection site and malar areas. The patient then developed ¿redness¿ in the cheek area. The event was assessed as ¿vascular compromised labial arteries.¿ two days later, the patient was treated with hyaluronidase to ¿flood the area.¿ the next day, doppler studies were performed that showed ¿good flow¿ and the patient received additional hyaluronidase. More hyaluronidase was given the next day and again 3 days later. The event ¿came close to complete resolution,¿ but there is some ¿scarring¿ around the upper lip. It was noted that it was ¿unclear whether there will be permanent minor scarring¿ in the upper lip.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Health professional reported injecting a patient in the upper lip with 1 cc of juvéderm vollure¿ xc. Half an hour after leaving the office, the patient experienced ¿bruising/blanching¿ at the injection site and malar areas. The patient then developed ¿redness¿ in the cheek area. The event was assessed as ¿vascular compromised labial arteries.¿ two days later, the patient was treated with hyaluronidase to ¿flood the area.¿ the next day, doppler studies were performed that showed ¿good flow¿ and the patient received additional hyaluronidase. More hyaluronidase was given the next day and again 3 days later. The event ¿came close to complete resolution,¿ but there is some ¿scarring¿ around the upper lip. It was noted that it was ¿unclear whether there will be permanent minor scarring¿ in the upper lip.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the upper lip with 1 cc of juvéderm vollure¿ xc. Half an hour after leaving the office, the patient experienced ¿bruising/blanching¿ at the injection site and malar areas. The patient then developed ¿redness¿ in the cheek area. The event was assessed as ¿vascular compromised labial arteries.¿ two days later, the patient was treated with hyaluronidase to ¿flood the area.¿ the next day, doppler studies were performed that showed ¿good flow¿ and the patient received additional hyaluronidase. More hyaluronidase was given the next day and again 3 days later. The event ¿came close to complete resolution,¿ but there is some ¿scarring¿ around the upper lip. It was noted that it was ¿unclear whether there will be permanent minor scarring¿ in the upper lip.